Event description:
It was reported that the patient experienced pulses down her left arm. The lead exhibited impedance less than 100 ohms and noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was damaged and the proximal coil was fractured at 26 cm from the connect or pin. The damage to the proximal coil may have caused the reported noise. The damage found is consistent with physiological factors (i.e.: rib-clavicle crush).